Event description:
It was reported that the 6800 system had a physicist discrepancy of the field was too large. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was repaired during the service call. The system was found to be working as intended and put back into service.